Event description:
A customer reported that the touchscreen of their insulin pump was cracked and unresponsive, making it illegible. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement, and a new pump was dispatched as a backup therapy. The customer was instructed to return the faulty pump to tandem using the provided pre-paid label and return box, with detailed instructions on how to place the pump in storage mode for transport.